Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when pulling the specimen bag out of the cavity, the bag broke. The surgeon pulled the gallbladder out without the specimen bag to complete the case. There was no patient injury.